Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomalies. The motor was tested outside the device and passed. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's blood glucose was 404 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that there was fluid under the lcd display. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.